Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kalem, mahmut et al, (2018), comparison of two closed surgical techniques at isolated pediatric radial neck fractures. International journal of the care of the injured, volume 49, pages 618¿623, (B)(6). The aim of this study was to make a retrospective comparison of the clinical and radiological results, the complications, operating time and fluoroscopy time of children treated for isolated radial neck fractures with closed reduction and fixation method using elastic stable intramedullary nailing. Between january 2011 and december 2013 the study was conducted on 21 pediatric patients. Of these, 10 patients with ages from 5-11 years were implanted with unknown titanium elastic nail using métaizeau method. All the patients were followed up for 3 weeks with the arm in a long-arm cast in a neutral position. The patients were called for follow-up examinations at 1, 3 and 6 months. A (B)(6) male patient treated with métaizeau method was found to have premature physeal closure at postoperative 30 months follow-up. This report is for an unknown synthes titanium elastic nail. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unknown titanium elastic nail /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: the date received by manufacturer for mwr-01052018-0000102231 (follow-up 1) should be may 1, 2018). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.